Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. While hospitalized for an unrelated indication, the patient diagnosed with peritonitis. The cause of the peritonitis and treatment was unknown. The patient was discharged from the hospital one month after the hospitalization and recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available.